Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an 3000ml extactamix eva tpn bag had leaked from two different points along the seam of the bag. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.